Event description:
Lead capped due to lead showing signs of potential fracture and impedance increasing to greater than 1600 and capture threshold rising. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.